Event description:
It was reported by service report that the weld on the patient left outer base tube assembly was cracked. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Outer base tube assembly; outer base tube weldment.